Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had intermittent issues with pressing the pump wake button while the pump case was on. The customer's blood glucose reached below 54 mg/dl which was addressed with customer drinking carbs. Multiple attempts were made by tandem technical support to follow up with the customer; however, customer did not respond.